Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A 2-hour 15-minute 8500 ml simulated treatment failed, an alarm occurred during setup and a cracking noise could be heard from time to time that sounds like electricity crackling. The heater/temp test failed, the heater would not turn on even after selecting the option. Further investigation found f1 on the ac distribution board to be shorted out causing the heater to not turn on when placing a heater bag on the heater tray which could also cause an "please wait for solution to warm up" message. The ac distribution board will be replaced during refurbishment. The cycler passed a voltage check and hi-pot test. The cracking noise could not be replicated again during testing. The safety analyzer test found the "earth open ground" out of spec at 315a. This could cause the cracking noise to occur due to the failed ac distribution board. There were visual indications of dried fluid found within the recess of the bottom cover adjacent to the pump during an internal inspection of the cycler, which could not be determined. There were no other loud or unusual noises heard and the cycler did not power down at any point during testing. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the issue was confirmed. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report they were having powering down and noise when power came back in the house on their liberty select cycler. Once they plugged cycler back in, a please wait for solution to warm message appeared. They were not near heating or cool source and room temperature was normal. The next morning the cycler had a fluid temperature out of range alarm during step 5 of 5. At that point in time, the technical support representative advised the patient contact to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient was able to complete treatment using manual exchanges. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the f1 (fuse) on the ac distribution board to be shorted.